Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The caller reported that the unit was alarming low leak co2 rebreathing risk. There was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date rec¿d by MFR :11apr2019. The manufacturer's field service engineer confirmed the reported low leak issue. The manufacturer¿s field service engineer (fse) replaced the defective gas delivery system to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.